Event description:
The doctor retrieved a g1 filter from the patient without any particular difficulty. Upon inspection, they noticed that a hook was missing.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The returned filter was evaluated. Upon initial visual examination, it was confirmed that all legs and arms were present and one hook from one leg was detached and missing. Measurements were taken of the filter wires and the remaining hooks. All were within specification. The fracture was examined microscopically. The fracture occurred approximately 1mm from the distal edge of the taper in the wire. The result of the investigation is confirmed. The definitive root cause is unknown. It is unknown if patient or procedural factors contributed to this event. The information for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.